Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported on (B)(6) 2026 that part of the retina lens on the cornea came off and the patient reported that they were able to reattach it. No medical intervention or patient injury reported.